Manufacturer narrative:
Internal report # (B)(4). Returned meter and returned test strips evaluated with no defects found. Most likely underlying root cause of malfunction noted in the complaint: user had an inaccurate reference. Based on review with FDA on 06/21/2017, we verified the agency's interpretation of the act and submit this medwatch report based on the nature of the complaint for this recalled lot. Recall #FDA-assigned recall event ID 74805.

Event description:
Consumer reported complaint for low results. Customer reported no symptoms, and does not need medical attention. Strip expiration date is 08/13/2017 and strip open date is (B)(6) 2016. Strip storage is correct. Reviewed meter memory: the 103mg/dl (B)(6) 2016 12:00:00 pm fasting:no, the 90mg/dl (B)(6) 2016 12:00:00 pm fasting:no, the 85mg/dl (B)(6) 2016 12:00:00 pm fasting:no. Customer called and confirms he has not been diagnose with diabetes. Customer states he had a health screen at work and when a blood test was performed with their blood glucose meter the results were 155mg/dl. He had purchased a true2go meter and a day later obtained; 90mg/dl. Customer has no normal blood results to compare to since he only ran 3 blood results on his true2go meter.